Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured and exhibiting oversensing of noise and pacing inhibition. A revision procedure will be scheduled for this patient and for now the rv lead remains in service. No adverse patient effects were reported. This event will be updated when additional information regarding a revision procedure is provided from the field.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.